Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: h819945203, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 720.9 mcg/day) via an implantable infusion pump. Volume discrepancies at refills were reported; on (B)(6) 2019 the expected reservoir volume (erv) was 3cc and the actual reservoir volume (arv) was 10cc and on (B)(6) 2019 the erv was 4.1cc and the arv was 15cc. It was reported that the patient had an increase in spasticity and a catheter study was performed on (B)(6) 2020 which resulted in a replacement surgery on (B)(6) 2020. The explanted catheter was disposed of and would not be returned for analysis. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.